Manufacturer narrative:
Isi received the stapler 45 reload associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue with the stapler 45 reload . There was no damage found on the cartridge, however the reload was found to have misfired (i.e. Three staples did not fire) and a staple was exposed. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon sewed a staple line gap with a v-loc closure device after a misfire allegedly occurred with a blue stapler 45 reload.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that a number of staples were not fully formed after a blue stapler 45 reload was fired. The intuitive surgical, inc. (Isi) clinical sales representative (csr) noted that the surgeon was able to use a suture to close up the section that the staples did not form fully. It was a section in the middle of the staple line on stomach tissue. The surgeon stated that the patient tissue looked normal and believe that they didn't cross any other staple lines. The site successfully used the stapler 45 instrument before and after this staple reload was fired with no other issues. The procedure was completed with no reported injury. Isi followed up with the csr and confirmed that three staples did not get pushed up into the tissue. The surgeon did not encounter any obstructions such as clips, staples, bone or other hard objects between the instrument jaws and there was no buttress material used for this procedure. The surgeon sewed the staple line gap to resolve the stapling issue.